Manufacturer narrative:
One 8.5f agilis steerable hemostasis introducer sheath and dilator were received for evaluation. The sheath hemostasis cap had been detached and was not returned. Both hemostasis seals were no longer inside the hemostasis valve and were not returned. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage and the reported fluid leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted at the hemostasis valve. The sheath was replaced and the procedure was completed with no consequences to the patient.